Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has intermittent access to sound with the device since a known trauma on the implanted side in (B)(6) 2016.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode under the silicone overmold. All the problems given in the patient report appear to match well with this finding. Other damages found are most likely related to explantation surgery. This is a final report.

Event description:
The patient had intermittent access to sound with the device since a known trauma on the implanted side in (B)(6) 2016. No swelling or redness at the implant site and no changes in health were reported. The patient was re-implanted.